Event description:
The following journal article was reviewed: maron bj, spirito p. Implantable defibrillators and prevention of sudden death in hypertrophic cardiomyopathy. J cardiovasc electrophysiol. On 03/29/2008: the article presents a case of pt death as one of few exceptions from ICD effectiveness. It was revealed that an unidentified pt with a guidant prizm 2dr 1871 implantable cardioverter defibrillator (ICD) died suddenly when their mechanically defective device failed to deliver appropriate shock therapy due to massive electrical overstress resulting from short circuiting. The pt had non-obstructive hypertrophic cardiomyopathy, extreme left ventricular hypertrophy, preserved systolic function, and history of syncopal episodes.

Manufacturer narrative:
Not returned. As of today, this medical device has not been returned to boston scientific for analysis. Should the device be returned, or if any additional info becomes available, this event will be updated.